Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient turned their ins off for an unrelated procedure the day prior to the report and couldn't remember if they had turned it back on from the hospital due to being groggy. Patient wasn't sure if it was still working or if the battery was dead as they couldn't feel stimulation and started having to go to the bathroom a lot again. Patient reported a return of symptoms that was sudden and starting to pick up a lot. Patient had access to their patient programmer and synch showing the stim was on. Also noted was that there was no low battery icon. Patient adjusted stimulation and was able to feel it in correct area. Patient to monitor symptoms. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had called patient services and was told to make some adjustments to the device and that has helped with her going a lot. She indicated that did not know what caused the issue but it was a little better now since she had spoken to patient services.